Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image when turning on the power and residual liquid or foreign material that came of the channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for residual liquid or foreign material come out of ch-tube and no image the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.